Event description:
It was reported that the ilet user experienced recurrent low blood glucose after their healthcare provider recommended announcing meals as "less than usual", and the agent guided the user through a factory reset and setup with education on proper steps for the learning period; this was characterized as an improper or incorrect procedure or method with relevance to the user interface, and the user treated lows with oral glucose. Symptoms included hypoglycemia with a nadir of 68 mg/dl, dizziness, shaking or tremors, and hot flashes or flushes. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to following instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.